Event description:
It was originally reported that during a transfer using a medcare stand n' weigh the stand started to lower by itself. The staff said the resident was 3/4 standing when the stand began to lower. The stand lowered the resident to a low level and staff unhooked the belt and lowered the resident to the floor. The resident complained of back and knee pain. On (B)(6) 2011, we received the incident report. It states that during the transfer the lift started going down and 3 staff helped the resident back in the wheelchair. They reported the resident was not dropped and didn't bump and body part. The resident reported to the lpn later that she fell to the carpet after the lift broke. Resident said the staff were screaming and didn't know what to do.

Manufacturer narrative:
A sales rep was sent to the facility to inspect the machine to determine how this happened. The machine was in perfect working condition. The situation could not be duplicated. The actuator that medcare uses is screw driven and therefore needs an electric signal in order to lower. Based on the info that we have been given it is our belief that either the toggle switch or the hand control were unknowingly pressed and that is why the pt was lowered. Medcare's floor machines also have an on/off power switch that will kill the power to the machine and stop unwanted lowering.